Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing infusion supplies, with blood glucose reaching 311 mg/dl and remaining above 180 mg/dl for about an hour; the user did not use backup therapy, did not test ketones, and reported no alerts or alarms. Symptoms included elevated blood glucose without associated acute symptoms. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake and user education on potential causes of elevated glucose and expected time to see changes after a set change. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the glucose trend returned to target after monitoring, which supported that the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.